Event description:
A remstar auto device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed that the power connector was burnt, and no evidence of foam particles was found in the assembly. Additionally, error codes e062 (err stuck ramp key), e100 (err humid no heat) were found and there was contamination from dust. The device was repaired by the third-party service center after the evaluation was completed.